Event description:
It was reported that the light source displayed error code b30 and e216 (scope communication error). The errors persisted even when the scope contacts were cleaned. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: d8, d9, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the worn-out connector socket was confirmed. We, therefore, surmised that phenomenon ¿error code b30¿ occurred because electrical communication was not performed properly due to wear of the connector socket. However, a definitive root cause for the reported suggested event could not be established. Olympus will continue to monitor field performance for this device.